Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/19/2018. (B)(4). The manufacturer¿s international service technician confirmed the reported led issue and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green on/off led was not illuminated. There was no patient involvement. The event date was not specified; estimate used.